Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2013. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was involved in an automobile accident (date not reported), which resulted in migration of the receiver/stimulator. The patient underwent revision surgery on (B)(6) 2012, during which evidence of infection was discovered, and the electrode array was found to be extruding through the skin. The device was explanted during this procedure. There are plans to reimplant the patient with another device, however it is unknown if this has occurred as of the date of this report, (B)(6) 2013.